Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported they had not received their replacement adc freestyle libre sensor. The replacement sensor was due to the detachment of the sensor after day 1 of the application. As a result of the customer being unable to monitor their blood sugar, the customer reported symptoms of vomiting due to hyperglycemia and was taken to the hospital where they received and unspecified 'drip" as a treatment by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they had not received their replacement adc freestyle libre sensor. The replacement sensor was due to the detachment of the sensor after day 1 of the application. As a result of the customer being unable to monitor their blood sugar, the customer reported symptoms of vomiting due to hyperglycemia and was taken to the hospital where they received and unspecified 'drip" as a treatment by an hcp. There was no report of death or permanent injury associated with this event.